Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink luer activated valve was leaking. The leak was found before the patient was connected. It was stated that the leak was above the pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection the defect was observed. The device underwent a functional evaluation and the leak was noted through a hole in the tubing. The reported condition was verified. The reported condition was verified; however, the cause of the hold could not be determined. Should additional relevant information become available, a supplemental report will be submitted.